Manufacturer narrative:
(B)(4). Batch #: r59l29. Investigation summary: the analysis results that one plee60a device was returned with no visual non-conformances and with two cartridge reloads present. The cartridge (b) was received fully fired with the pan dislodged. The cartridge (c) was received broken and fully fired with the pan dislodged and missing. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported part of the cartridge sled broke off in the jaws of the stapler. Tech could not reload the device. Finished the case with a new stapler. There were no patient consequences reported.